Event description:
It was reported via e-mail that the customer passed away and she was wearing the insulin pump at time of death. Attempted to contact the customer's relatives and her sister stated that the cause of death was related to her heart and diabetes. It was stated that the customer lost weight before she passed away. Also, the sister stated that she cannot find the insulin pump to return. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.